Event description:
It was reported by the patient that their device has been beeping and making sounds like an ambulance at 10:02 every morning. Patient also questioned reimbursement for previous replacement procedures. General warranty information was discussed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 419388 implantable pacing lead, implanted: (B)(6) 2006. Product ID: 507652 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).